Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to contact technical support if the issue reoccurred.